Event description:
Per the clinic, the patient experienced pain, inflammation and infection. Subsequently, the patient was hospitalized (specific date and duration not reported) and underwent abutment removal procedure on (B)(6) 2026. The internal fixture was left in-situ. Additional information has been requested but has not been made available as of the date of this report.